Event description:
According to the reporter a mesh was implanted in a female patient, for the treatment of an eventration and appendicitis. Immediately following the procedure, the patient experienced significant pain on the entire right side of her body, radiating under the ribs, to the back, and above the shoulder and reported an inability to bend forward due to the intensity of the pain. It was also noted that there was a persistent sensation of the mesh inside the patient's abdomen. As of three years post-implantation, the patient continues to suffer from daily pain, a high crp level and ongoing functional limitations with no reported resolution or corrective intervention noted in the case file.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.